Manufacturer narrative:
Correction: section h6. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these findings could not be conclusively determined. It was reported that the patient passed away. The death was being investigated as a homicide. No further details regarding the patient's expiration were provided. The device was not returned for evaluation. The submitted system controller event log file contained events from (B)(6) 2025 ¿ (B)(6) 2025. A continuous low flow hazard alarm was captured beginning at 01:46:26 on (B)(6) 2025, followed by a period of zero flow from approximately 01:57:34 through the end of the file at 17:43:31. At 10:43:31, both power cables were disconnected resulting in no external power alarms. This was followed by the disconnection of the driveline at 10:56:50, and the system controller was shutdown at 10:57:00. These events appear consistent with the discontinuation of support after the patient's death. No other notable events or alarms were captured, and the system appeared to be operating as intended prior to the driveline disconnect. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The death was at the time being investigated as a homicide. An unknown alarm report occurred from (B)(6) 2025 to (B)(6) 2025 which the center was unable to procure. A log file review revealed low flow events at 01:44 am on (B)(6) 2025. At 01:48 am the flow dropped to between 0 - 0.5 liter per minute (lpm) and did not recover. No other unusual events were recorded in the log file event history. The mechanical circulatory support equipment appeared to have been operating as intended.